Event description:
The customer reported that the lh780 hematology analyzer generated erroneous differential results on one patient sample. The test results were accompanied by an instrument-generated message for dimorphic red blood cells. The sample was repeated on the lh780 analyzer and different differential results were obtained with flags for dimorphic red blood cells and lymphocyte blasts. Because of the instrument flags, a manual differential was performed on the sample. The manual differential indicated results different from both the initial run and repeat run on the lh780 analyzer. The customer believes the results of the manual differential to be correct. There were no erroneous results reported outside of the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. A field service engineer (fse) visited the site on (B)(6) 2009 to evaluate the instrument. He verified instrument performance versus published specifications. Raw data from the suspect test results were analyzed. Raw data analysis revealed severe debris interference in diff (differential) scatterplot and some of the interference material was in the lymphocyte region interfering with test results. The root cause is unknown, but may have been related to the presence of interfering material.